Event description:
It was reported that during an unspecified da vinci-assisted procedure, the surgeon was unable to take control of the robotic instruments and noted a patient injury. An intuitive surgical inc. (Isi) technical support engineer (tse) was consulted and recommended reseating the sterile adapter on the drape and swapping the instrument; however, these actions did not resolve the issue. Further investigation determined that the loss of instrument control was due to the surgeon¿s head not fully blocking the high-resolution stereo viewer (hrsv), which prevented the system from recognizing the surgeon's presence and enabling instrument manipulation. The following information is unknown: the cause of the patient injury, if any bleeding occurred, and the medical intervention provided. Additional information has been requested; however, no response has been received.

Manufacturer narrative:
The reported event was addressed with phone support. The intuitive surgical, inc. (Isi) technical support engineer (tse) recommended reseating the sterile adapter and swapping the instrument. Later, the customer confirmed that issue was resolved and stated that the head sensor had not been blocked properly. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. No product is expected to be returned for evaluation.